Manufacturer narrative:
Evaluation was not possible, as the device will not be returned). A review of the device history records and quality records associated with this manufactured lot confirmed that one additional complaint has been reported for this failure mode). No abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a medial meniscal repair using a fast-fix 360 curved ndl delivery system, the t2 non-deployment second anchor misfired / did not deploy. It was also reported that the t1 implant was removed completely from the patient. A backup device was available to complete the case and there were no reported patient injuries or complications.